Manufacturer narrative:
It was reported during that before use the cardiosave intra-aortic balloon pump (iabp) unit showing overheat message and rapid pressure loss. Customer reported that the device had an overheat message come up and rapid pressure loss alarm while on a patient. A getinge field service engineer (fse) replaced the scroll compressor (d119-00-0236), front end board (d670-00-1164) and screw kit (d040-00-0458-01). Equipment passed all functional testing. Device returned to clinical service. Patient involvement was there. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb, front end, rohs, compressor,scroll. These parts were received with the reported failure of the unit shutting down. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the pcb, front end, rohs serial number (B)(6) and compressor,scroll serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat installed both parts in the cardiosave test fixture at the same time then tested each part separately. After extensive testing and evaluation the fat was not able to replicate the failure that the customer had experienced of the cardiosave shutting down. Both parts passed testing. Retaining the parts in the fat per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an over heat message come up and rapid pressure loss alarm while on patient. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1, g3, g6, h2, h6 (investigation findings and investigation conclusions), h11. Corrected field: d4 (UDI), h6 (type of investigation). Getinge field service engineer (fse) replaced the scroll compressor (d119-00-0236) and front end board (d670-00-1164). Tested, works. Return to clinical service. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received the following parts associated with this complaint: 0670-00-1164 pcb, front end, rohs serial number (B)(6). 0119-00-0236 compressor, scroll serial number (B)(6). These parts were received with the reported failure of the unit shutting down. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the (B)(6), front end, rohs serial number (B)(6) compressor, scroll serial number (B)(6). Into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision r. The fat installed both parts in the cardiosave test fixture at the same time then tested each part separately. After extensive testing and evaluation, the fat was not able to replicate the failure that the customer had experienced of the cardiosave shutting down. Both parts passed testing. Retaining the parts in the fat per procedure number 0002-07-d008 rev.an. The following was submitted by (B)(6), technician of the (B)(6). Failure analysis received from the supplier for the part 0670-00-1164. Please see attachment. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated fields: b4,g43,g6,h2